Event description:
The following has been reported: plugged in device and confirmed the device would not charge. Took apart device, power supply board was not plugged into its socket, pins were beside the socket. Device had a sticky note on it saying "disassembled by honey". It seems like the device was incorrectly assembled. Charges and works fine now. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.